Manufacturer narrative:
E1- initial reporter facility name: (B)(6). The device was returned for analysis. Visual inspection revealed the telescope and sheath were kinked. The imaging window was detached near the lapjoint section. Impedance testing showed a good unit wave form.

Event description:
Reportable based on device analysis completed on 30dec2023. It was reported that a catheter issue occurred. The 90% stenosed, moderately tortuous, severely calcified target lesion was located in the left circumflex artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion however, the catheter could not show the image. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed that the imaging window was detached near the lapjoint section.